Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient. Update rec'd (B)(6) 2015 - patient was revised for metallosis. Update rec'd (B)(6) 2015 - clinical der states patient was revised for altr. Update ¿ (B)(6) 2016 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the surgery notes reported corrosion near the trunnion. Adding sleeve and stem. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.